Manufacturer narrative:
Concomitant medical devices: pri tubing; bd 3ml syringe; bd 20ml syringe; bd 30ml syringe, therapy date (B)(6) 2015. The customer¿s report of pumps shutting off was confirmed and replicated during testing. However, the issue only affected two channels: syringe module sn (B)(4) (channel a) and syringe module sn (B)(4) (channel b) shut off. At the time of the event the user powered off the remaining two channels (syringe module sn (B)(4) and pump module sn (B)(4)) that were not affected by the issue. Review of the pcu event logs confirmed that on (B)(6) 2015 at 8:16am a channel disconnect alarm occurred. At the same time the logs recorded that syringe module sn (B)(4) (channel a) and syringe module sn (B)(4) (channel b) were removed from the pcu device. The user acknowledges the channel disconnect alarm by pressing the confirm key on the pcu device. The remaining devices connected as channel c and channel d were not affected by the channel disconnect event. At 8:21am the user powered off syringe module sn (B)(4) (channel c). Seconds later the user powered off the last channel, pump module sn (B)(4) (channel d), which powered off the system. The devices were manipulated in an attempt to replicate a channel disconnect/loss of power event. After some manipulation a channel disconnect/loss of power event was replicated on the left side of the pcu device affecting the two syringe modules on that side: sn (B)(4). The remaining modules on the right side of the pcu device were not affected. Inspection of the iui connectors was performed. Signs of contamination were observed on the pcu sn (B)(4) female iui and syringe module sn (B)(4) male iui connector. Signs of contamination were also observed on syringe module sn (B)(4). Either the pcu or affected syringe module could have been the source of the channel disconnect/ power loss event. The pcu and affected syringe module iui connectors were replaced with new connectors and the system was again manipulated in an attempt to induce functional failures. No further channel disconnect/power loss events could be replicated. The root cause of the customer¿s reported experience is being attributed to contaminated iui connector which caused an open condition on pin 3, resulting in the channel disconnect/loss of power event.

Event description:
The customer reported that the "pump set shut off", shutting down the 4 infusion pumps. The customer reported no known patient harm.